Event description:
As reported, during use in patient with this acumeniq cuff, the slaved pressure curve to the bedside monitor showed to high pressure readings. Hemosphere monitor provided around 130 70mmhg and drager monitor 150 80mmhg. As per the customer opinion there was a subjective feeling that the bedside monitor reacted a little bit time delayed. No error message or alarm was displayed. No inappropriate treatments were given to the patient. Patient demographics unable to be obtained. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. However, an engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Since no product, imagery nor other objective evidence was provided for evaluation, a product nonconformance/malfunction could not be confirmed and no root cause is able to be identified. There are manufacturing controls to avoid potential causes related to the reported malfunction as part of the manufacturing process.